Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins). Healthcare provider reported no communication with ins using the communicator and handset. The caller was attempting to use the handset and communicator. Patient had been unable to communicate earlier in the day following a fall and they were having a return of symptoms, urinary frequency. They attempted to change programs and then realized they could no longer communicate. It was noted the patient fell hard on their back against the toilet, it was indicated that the patient was overweight. Additional information was received, the nurse called back and reviewed successful communication using the 8840. They attempted to troubleshoot the handset communication and the only option was to connect to external devices. After rebooting, it was determined the patient had 2 handsets, they thought the one they were currently using was for the permanent implant. The other handset was not charged. It was recommended they charge for 15 minutes, then call back. They called back when the handset was 15% charged. They entered the clinician app and the app had internal and external listed. They were able to connect successfully to the ins and make program changes. It was noted the nurse would make program changes for therapy benefit. No further complications were reported or anticipated.